Event description:
It was reported to boston scientific corp that during an anterior repair procedure using a capio open access suture capturing device, the physician apparently snagged the ureter or ureters with the capio device and had to go back into the or and repair the ureter/s. No further info about this event has been reported.

Manufacturer narrative:
The lot # of the device is unk; consequently, the MFR and exp dates cannot be determined. No info available from user facility. The complainant has not indicated whether the capio device will be returned, and it has not been received. Therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.